Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient admitted to the hospital with a high bg and dka symptoms event on (B)(6) 2024. The ketone level was 5 mmol/l. The blood glucose level was 600 mg/dl therefore, patient was treated with correction via IV bolus manually. No further information available.